Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the pt went to the hospital because of leukaemia a PICC was placed on (B) (6) 2009. Pt left the hospital on (B) (6), while the PICC worked well. On (B) (6) 2009, the pt was in the hematology dept and finished two treatments. The pt was in the hospital on (B) (6) and nurse maintained PICC. At that time, the catheter worked well. On (B) (6) during the maintenance, the catheter was found to be broken at 23.5cm and fell into the body. Checked by x-ray, the catheter was in the pulmonary artery. The vital sign was normal. On (B) (6) 2009, the catheter was taken out totally with intervention method. The pt was in good condition so far.